Event description:
On september 30, 2011 product analysis was completed on a vns patient's generator that was explanted due to end of service. Product analysis identified that the reported "intensified follow-up indicator (ifi) =yes" notification that was received when interrogating the patient generator with version 8.0 programming software was caused by the voltage measurement inaccuracy of the generator. The battery voltage value stored within the generator (2.424 volts) suggests the device is at an ifi condition. However, a review of the internal memory locations within the generator verified the existence of an error in calculating the "device's" battery voltage. Due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of the generators printed circuit board assembly (pcba), the generator was inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy, the voltage measurements performed by the generator are lower than the actual voltage of the battery. Test results in the product analysis lab demonstrate that, "with the "as-received"" internally stored trim values, the recorded battery voltage was lower than the actual battery voltage. Once the device was recalibrated, pcba measurements were found to be in range of the applied voltage. No other device anomalies were identified that impact the functionality of the device.